Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer power supply tested electrically out of specification. It was also noted that the lower left and right display hinges required replacement and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.